Event description:
It was reported that the device reached elective replacement indicator (eri) due to suspected premature battery depletion and high battery impedance. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result ofhigh internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high battery impedance resulted in elective replacement indicator (eri). Eri caused by high battery impedance noted on (B)(6) 2012 prior to explant. Ramware version 3 was installed on (B)(6) 2010.